Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results were 2.2, 5.7 and 3.2 mmol/l meter to lab. Tests were done within 20 minutes. No further information has been reported.